Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter lh 750 hematology analyzer (lh 750) was down and leaking clenz. Customer reported that the lh 750 did not give hemoglobin (hgb) results. Customer reported that the volume of the leak was less than 1/2 ml. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a leak at the silicon tubing at pinch valve 4, which carries diluent, clenz and diluted sample. The fse re-tubed the valve to resolve the leak.

Manufacturer narrative:
(B)(4).